Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was in the 27 to 30 mg/dl. Customer treated their low blood glucose via food. Customer changed their settings to receive less insulin during the day and more at night for their basal amounts. Customer advised they would adjust their settings for the basal rates and believed they would resolve their low blood glucose with the proper adjustments. Customer was assisted with accurately programming the insulin pump.